Event description:
Caller alleged discrepant high troponin I (tni) results on the triage cardiac panel test for pt 1. Customer stated that about a month or more ago tni came out at 50 ng/ml, then a repeat gave result of <0.05. Upon questioning that 50 ng/ml is above the measuring range for tni, customer stated that it is possible that tni was 5.0, and not 50 ng/ml. Customer has no further info on these results and/or the pt as this happened a while ago (more than one month ago). The pt was not treated based upon the high result. Customer used whole blood edta samples on triage meter. Customer stated that they inserted the device into the meter immediately after adding the sample; sample may not have not have absorbed into device.

Manufacturer narrative:
The date of event was estimated at (B)(6) 2012 since the customer reported on (B)(6) 2012 that a discrepant high troponin I (tni) occurred a month or more ago. Investigation pending.